Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was observed separated from the light blue main body. Leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 : initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The mini trasfer set was loose and could not be separated from the double bag connector. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.